Event description:
It was reported that the stent implant dislodged during preparation of the device inside the protective sheath; however, this was not noticed until the stent delivery system had been advanced to the lesion in the right coronary artery. The stent delivery system was retracted from the patient and a new xience v stent was implanted successfully. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions prior to use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that the device was advanced to the lesion before it was discovered that the stent implant had dislodged prior to use. It should be noted that the xience v instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.